Manufacturer narrative:
On 22-nov-2021, mentor received additional information regarding the suspected bilateral rupture. Bilateral rupture was suspected on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 16, 2023 indicated that the patient experienced right-sided capsular contracture grade ii , and capsular contracture grade ii on the left side. Therefore, pc for the right side from breast pain & paresthesia to capsular contracture code. Pc for the left side from breast pain to capsular contracture code. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-jan-2022, mentor received additional information regarding the patient¿s symptoms. Bilateral breast pain onset date was (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced anxiety and bilateral suspected rupture and breast pain. The relevant fields have been updated. H.6. Health effect - clinical code (e0202): anxiety. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Information was reviewed in imedidata and it was confirmed by the doctor that no rupture was found manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
[Safety_note] subject ID: (B)(6). Additional event information received on aug 30, 2024 this event is associated with the glow clinical trial. It was reported that a 36-year-old female patient underwent breast reconstruction primary surgery with mentor glow study gel devices on (B)(6) 2017. Adverse event # 1. Baker ii capsular contracture, (right side, implant serial number: (B)(6). Doi: (B)(6) 2017). On (B)(6) 2019, she presented with baker ii capsular contracture. The principal investigator assessed this event as mild in severity, non-serious, possibly related to the device, and unknown related to the procedure. Adverse event # 2. Baker ii capsular contracture, (left side, implant serial number: (B)(6). Doi: (B)(6) 2017). On (B)(6) 2019, baker ii capsular contracture. The principal investigator assessed this event as mild in severity, non-serious, possibly related to the device, and related to the procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on march 21, 2025, patient experienced right sided breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced postoperative bilateral breast pain and right-sided burning sensation. The diagnosis was confirmed by a physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the left-sided prosthesis.